Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra2 meter was prompting a message of "low battery." The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call. The patient reported that the alleged "low battery" message began to appear on the morning of (B)(6) 2011. The patient informed the csr that she manages her diabetes with a combination of oral medication and set dose of lantus insulin at bedtime. The patient denied making any changes to her usual diabetes management due to the alleged issue. On the following day, the patient reported that she developed symptoms of feeling "sweaty and itchy." The patient informed the csr that these symptoms are common for her during the summer months and tend to go away in the fall; however, she also claimed she associated the symptoms with a high blood glucose. The patient stated she drank more water in response to the symptoms and reportedly felt better 1 hour later. At the time of troubleshooting, the patient reported she had not replaced the subject meter's battery as recommended. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510k # is k053529.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/ dead battery. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.